Manufacturer narrative:
The customer was unable to locate the printout of the questionable results, but stated the problem was resolved and may have been due to a dirty strip. No further information regarding the complaint was available from the customer. Customer asked to retain all paperwork in the future to aid in the complaint investigation.

Event description:
Customer reported unexpected negative reactions with a patient sample using the 4cell_screen assay on galileo.